Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an ear nose and throat surgical procedure, it was observed that the motor device did not work. It was reported that there was a 20 minute delay in order to obtain a spare device. It was reported that the surgery was completed successfully with no further incident. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.